Manufacturer narrative:
The insulin pump was received with the operating currents within spec. And passed the self-test, unexpected error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the dat test at 0.08720 inches. The no delivery alarm functioned properly during the basic occlusion and occlusion tests. The pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that they experienced absence of no delivery alarm. The customer's blood glucose value was 446 mg/dl. The customer stated that her pump never alarmed. The customer stated that she changed her set and the cannula was bent. The customer declined to troubleshoot for no delivery. The product was returned for analysis.